Event description:
Customer reported smelling burning. Customer stated there was corrosion inside of the battery compartment. No treatment was received. A request was made for return product and replacement product was sent.